Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Evaluation summary: the sample was not returned for evaluation; therefore, a device analysis could not be performed.

Event description:
The customer reported to baxter (B)(4) that a baxter lav solution set y 6"76" 2 p ll 10dpm did not prime. The condition occurred during priming. There was no patient involvement. No patient injury or medical intervention was reported. No additional information is available.